Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12441. It was reported that during initial implant procedure, the patient developed respiratory failure caused by nervousness. The operation was immediately suspended, and the patient was sent to the ICU for rescue. The physician believes that the patient's respiratory failure has nothing to do with the leads and the surgery itself will lead to the patient's nervousness and worsening heart failure symptoms. The leads were removed because of risk of infection. The patient's condition has been restored, but the patient will not have another implant procedure immediately.

Manufacturer narrative:
Analysis was normal. No anomalies were found.